Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that patient (pt) is in the hospital and needs an MRI of the lumbar spine. Caller states patient is complaining of feeling like the bladder stimulator is moving around inside their back and they "feel like it is malfunctioning". Pt is needing lumbar MRI. Hcp added that the ins was recently turned off by manufacturer "due to triggering electrical sensations". Event date provided: "the past few days". Caller reports that the patient has low back pain since last thursday and is experiencing bladder incontinence. Caller noted patient has a prostate infection. The patient was redirected to their healthcare provider to further address the issue regarding the stimulator. MRI compatibility info was reviewed.